Event description:
Device #2 issue: failure to deploy - thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right and left common femoral arteries (cfa) after an interventional procedure. Reportedly, during attempted arteriotomy closure of the rcfa, during thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed. The device was removed after activating the safety release and manual compression was applied to achieve hemostasis. Reportedly, during an attempted arteriotomy closure of the lcfa, during thumb advancer deployment, resistance was felt and exchange sheath splitting could not be completed. The device was removed after activating the safety release and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #14679-01, lot #86018-6h indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.